Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported the ventilator exhibited a technical failure 401 and 316 alarm during setup. There was no patient involvement reported.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The logs confirmed the reported malfunction which occurred during setup. The customer was sent a quote for a field service engineer to evaluate and repair the device. At this time, no purchase order has been received from the customer, therefore the case is being closed at this time.